Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. (B)(4).

Event description:
It was reported that during the filling process the tube pushed off of a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the tube pushed off. The following information was provided by the initial reporter, translated from (B)(6) to english: during the filling process the tube 366468 it doesn't held inside the needle 368835, you must use one hand continuously so that it does not dislodge from the lancing device.